Manufacturer narrative:
Other, other text: h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. Device evaluation: one device was received for investigation. The visual inspection found it to be in good condition. During the functional test, the tank was filled with water, temp check was attached, line cord was plugged in, and power switch was turned on. The device would heat up but not go into over temp, confirming the customer complaint. The root cause was that the over temp alarm was out of calibration. The device was recalibrated. The DHR review indicated that the reported device passed all functional tests including overtemp alarm settings per calibration form. There were no recorded discrepancies or rework. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Other text: b3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the warmer would not go into over temp. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.